Manufacturer narrative:
A ge representative evaluated the system, and replaced the motor locking pin. System operates as intended.

Event description:
Customer reported the rotation motor will not move the c-arm. No patient injury was reported.